Manufacturer narrative:
The rod had minimal signs of wear at the distal portion of the rod, where s1 would have been locked. Imaging provided shows the caudal end of the rod had slipped out of the s1 screw head. The observed failure is consistent with not final tightening the construct, resulting in inadequate locking force. It is also possible that this could be due to screw head splay caused by excessive force; however, the exact cause of the reported issue could not be determined. The following sections were updated: b4, d2, d4, d9, e1, g4, g6, h2, h3, h4, h6, and h10.

Event description:
It was reported that a revision surgery was done due to the distal rods migrating out of the screw heads post-operatively.

Manufacturer narrative:
The device was not returned for evaluation as it remains in the patient. Imaging provided shows the caudal end of the rod had slipped out of the s1 screw head. The observed failure is consistent with not final tightening the construct, resulting in inadequate locking force. It is also possible that this could be due to screw head splay caused by excessive force; however, the exact cause of the reported issue could not be determined.

Event description:
It was reported that the distal rods migrated out of the screw heads post-operatively.